Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery warning with pad-pak installed in (B)(6) 2016.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from (B)(4)on the (B)(6) 2011 and that it had successfully performed all self-tests up to the (B)(6) 2012. On the (B)(6) 2012, the device failed a self-test during a manual power cycle due to a low battery and information from the history log shows an increase in voltage which would suggest a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all weekly auto self-tests, alongside random manual power ons, up to the (B)(6) 2017. The device records an additional two self-test fails due to a low battery and two power ups containing nonsensical data on the (B)(6) 2017 and on the (B)(6) 2017. No pad-pak was returned for investigation. The battery monitoring circuitry was verified during the course of the investigation, this alongside the fluctuations in voltage observed during the later low battery fails would indicate that the self-test fails were due to either the pad-pak being incorrectly seated within the device housing or a failed/genuinely depleted pad-pak. The device performed to specification throughout testing at heartsine.